Event description:
Customer reports an infusor containing 5gms of 5fu in saline to a volume of 100ml, overinfused over 24 hours. Report states, "the pt has developed severe mouth ulcers as a result of the overinfusion, had an increase in red hand syndrome, reddened, sore, peeling skin on hands and lower arm. Generally felt "unwell". Pt's chemotherapy treatment has been suspended for two weeks due to the increase in severity of the side effects.